Event description:
It was reported that during functional testing of this unit, the unit failed the hi-pot test due to the heater assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.